Event description:
Boston scientific received information that the patient with this device has presented to the hospital several times after experiencing syncope. Reportedly, their heart rate was thirty beats per minute. This device was reprogrammed to ddd 50 with rhythmiq feature programmed "on". Interrogation revealed no stored events or arrythmias. Histograms did not reveal any heart rates below fifty beats per minute. Technical services had been contacted and recommended isometrics be performed, however, the electrogram did not reveal any issues and no noise was observed. As it was thought the slow heart rate may be due to the rhythmiq feature programming not being appropriate for this patient, the feature was programmed "off" and the lower rate limit was increased. A follow up is intended in approximately six months. There was no allegation of malfunction against this device.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.